Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. The pump was unable to perform the no delivery test due to prime anomaly. The pump was received with cracked battery tube threads, reservoir tube lip, and belt clip slot and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the pump. The customer's blood glucose reading was 424 mg/dl. The customer treated the high readings with manual injections. The customer stated that the alarm occurred during bolus. The customer stated that the no delivery alarm was not recurring. The customer stated that the issue has not been resolved. The customer stated that he removed the infusion set from his body but was still attached to the pump.